Event description:
Customer reported floseal was found to have floating particles inside the syringe. No patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: floating particles inside the syringe (i.e., the thrombin solution syringe) may be the result of incomplete mixing of the thrombin solution or of rubber particles, which have been cut out of the rubber stopper while inserting the needle in an inappropriate manner. In this case the particles were detected prior to use and the product wasn't used on patient. No injury or harm was reported. If such malfunction would reoccur and product is used on patient, this may possibly cause a local and limited inflammatory reaction which only in a worst case scenario may lead to serious injury. Investigation is currently ongoing. A follow-up submission will be sent once the investigation has been completed.

Manufacturer narrative:
(B)(4). Visual inspection of the complaint sample by baxter hayward observed two orange color particles in the syringe. The puncture/cut seen on the top and bottom surfaces of the rubber stopper, together with the presence of the orange particle suggests that stopper coring probably occurred during withdrawal of the calcium chloride from the vial. No issues were found during batch record review by baxter hayward that would contribute to this complaint issue. No particles or abnormalities were observed during visual inspection of the retention samples. Labeling review was performed and the instructions were found to be accurate and sufficient. This is the first reported complaint of this nature for this product lot. This complaint will be kept on record for trending purposes.